Event description:
After engaged, would not release. Surgeon altered her surgery in order to protect tissue that was in jaws of the ligasure atlas device in order to remove the instrument and continue with surgery.